Manufacturer narrative:
One flexiva 200 tractip laser fiber was received for evaluation. Visual examination revealed that the laser fiber was broken into two pieces. The laser fiber was broken approximately 2.5 cm from the distal tip. The condition of the returned device confirms the reported event of fiber broken. The noted damages indicate difficulty was experienced during the procedure and are likely due to anatomical or procedural factors such as tortuous anatomy or maneuvering of the device. Therefore, a review and analysis of all available information indicated that the most probable root cause is operational context. A review of the device history record (DHR) was performed; no anomalies were noted. A search of the complaint database revealed that no similar complaints exist for the specified lot. A labeling review was performed, and from the information available this device was used per the directions for use (dfu) / product label.

Event description:
It was reported to boston scientific corporation on (B)(6) 2016 that a flexiva 200 tractip laser fiber was used during a flexible ureteroscopy procedure in the kidney performed on (B)(6) 2016. Reportedly, the laser unit used was lumenis 100 watt. According to the complainant, during the procedure and inside the patient, 2 cm from the tip of the fiber broke off while lasering the stone. The broken piece was detached inside the kidney and was successfully retrieved using a grasper. The procedure was completed with a different laser fiber. There were no patient complications reported as a result of this event. The patient condition at the conclusion of the procedure was reported to be fine.

Manufacturer narrative:
(B)(4). The device has been received for analysis; however the evaluation has not been completed. Therefore, the cause of the reported malfunction has not been determined. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation on december 13, 2016 that a flexiva 200 tractip laser fiber was used during a flexible ureteroscopy procedure in the kidney performed on (B)(6) 2016. Reportedly, the laser unit used was lumenis 100 watt. According to the complainant, during the procedure and inside the patient, 2 cm from the tip of the fiber broke off while lasering the stone. The broken piece was detached inside the kidney and was successfully retrieved using a grasper. The procedure was completed with a different laser fiber. There were no patient complications reported as a result of this event. The patient condition at the conclusion of the procedure was reported to be fine